Manufacturer narrative:
It was reported that the customer experienced low blood glucose levels of approximately 40 mg/dl. Customer alleged that suspected cause was that naturally the customer goes low over night.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was approximately 40 mg/dl. Customer declined to troubleshoot with tandem technical support.